Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, resulting in an inappropriate shock. The patient has received medication, and ablation is scheduled for a future date. The device remains in service, and no additional adverse effects have been reported.